Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received lower adc device scan result of 50 mg/dl compared to blood glucose reading of 200 mg/dl obtained on a competitor brand meter device and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.